Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a coronary intervention on (B)(6) 2010 where a stent was placed to the circumflex vessel. Following the procedure, mynx was chosen and used for femoral arterial closure. There were no reported complications of the procedure or closure. The physician who deployed the mynx is a trained user of the device. The patient reported noticing her groin was not healing several days post procedure. The patient phoned the doctor's office and was advised to come in to be evaluated, however, the patient never arrived. The patient claimed not to have transportation and didn't present to the hospital until (B)(6) 2010, 19 days post procedure. The patient presented to the doctor's office with a 1.5 x 0.5 inch wound with open edges, erythema and a necrotic center. There was also some fullness in the pubic area. The patient was admitted to the hospital. A CT scan of the abdomen and pelvis was obtained and was negative for any acute intra-abdominal pathology. Infectious disease and vascular surgery were consulted and the patient was initially placed on invanz and vancomycin. Cultures were obtained plus blood and wound cultures and were found to have (B)(6) therefore the vancomycin was discontinued and the invanz was changed to keflex. Patient was shown how to properly care for her wound and discharged from the hospital on (B)(6) 2010 without report of further clinical sequela.

Manufacturer narrative:
The device was not returned for investigation. Based on the information provided, the cause of the infection could not be conclusively determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Per the mynx IFU, the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.